Event description:
Customer reportedly obtained results of 99 mg/dl and 189 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.